Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as 25 mm in diameter at the renal arteries and 29 mm in diameter 15 mm below the renal arteries (reverse funnel aortic neck). It was reported that during the procedure the physician inadvertently pulled the stent graft down while the device was being deployed, resulting in inaccurate placement of the device and a type I endoleak. The physician placed a 34 talent aortic cuff and the endoleak resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Evaluation codes, result and conclusion: (endoleak), (stent graft was inadvertently pulled down resulting in inaccurately placed). Secondary intervention.